Event description:
A customer reported their x5-1c transducer shocked a patient during use with the epiq cvx ultrasound system. The transducer was immediately removed from service and there was no reported serious injury associated with this event. No further information was provided. The philips service engineer evaluated the system and transducer and confirmed all testing passed. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.